Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that the end user was not able to adjust the flow meter to 9 liters per minute (lpm), the flow jumped from 8 to 10 lpm. There was no patient involvement associated with this reported issue. Our business partner reported duplicating the reported event and also found a jelly substance within the flow meter assembly.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect device component flow meter, and evaluated the component flow meter. An evaluation of the component flow meter duplicated the reported issue and isolated the issue to a material issue (poor seal of the needle valve) within the flow meter, which allowed the migration halocarbon. Additionally, the flow meter float instability between 8 to 10 liters a minute is associated with a design issue, which has been address to the supplier.